Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the catheter leak was not determined. There was a puncture at the distal end of the catheter. The guidewire could penetrate through that puncture. Onyx was the substance that leaked out of the catheter. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment for an arteriovenous malformation using a marathon 165 arteriovenous malformation catheter, a leak was observed at the distal location of the catheter. The procedure involved accessing the middle cerebral artery, which had a diameter of 3.5 millimeters and normal vessel tortuosity. The catheter was prepared and flushed as indicated in the instructions for use, and it was inspected prior to use. The leak was detected during the procedure. The catheter was replaced by a medtronic product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the marathon catheter was returned for analysis within a shipping box, an open marathon outer carton, an open marathon inner pouch, and a dispenser coil. ¿ damage location details: no damage was found with the marathon catheter hub. The marathon catheter distal tip was found bent, possibly shaped. The marathon catheter distal marker/tip was found damaged (crushed). Microscopic inspection of the catheter body revealed no ruptures or punctures. ¿ testing/analysis: the marathon catheter could not be flushed as it was found occluded. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak/puncture¿ report could not be confirmed. Leak testing could not be performed as the marathon catheter was found occluded. In addition, no ruptures or punctures were found with the marathon catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there were no issues with the onyx. The information is confirmed by the physician.